Event description:
Report received stating that "craniotome drill bit fractured during craniotomy. Patient required second procedure to remove fragment." On follow-up it was not that the tool fragment was removed on (B)(6), 2011. The patient was released without further complication.

Manufacturer narrative:
Report confirmed based on event. No evaluation was performed, as the device was not returned. If the device is returned in the future, product analysis may be performed. No review of the manufacturing records was performed as no lot number was provided by the facility. The hospital indicated that they would not return the device for evaluation. The patient was confirmed to be doing well. The user facility number provided is 340113-2011-0006. The user manual contains the following warning do not use excessive pressure, such as bending or prying, on attachments or dissecting tools. This may cause tool to bend or break and cause injury to patient, operator and/or operating room staff.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.